Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard the cardiac resynchronization therapy defibrillator (crt-d) beeping randomly. In-clinic diagnostic testing and troubleshooting was performed and the beeping was determined to be consistent with the magnet exposure tone. No magnet source was identified. Additional information reported indicated that all measurements showed normal value ranges. The crt-d remains in use. No patient complications have been reported as a result of this event.